Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was sick with flu symptoms a few days before and nothing was happening. Reportedly, her cannula was kinked in a right angle. The infusion set had been used for one day and there was no damage when the package was first opened. The highest blood glucose level was over 600 mg/dl and at the time of this event it was 480 mg/dl. Moreover, to treat this issue, she bolused via the pump. Subsequently, on (B)(6) 2019, she was admitted to the hospital and was administered fluids and some medication intravenously (drug name unknown). Further, on (B)(6) 2019, she was released from the hospital with no permanent damage. Reportedly, she replaced her infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.